Manufacturer narrative:
Findings: pump received with no button response due to flattened act, up and down button dome switches. Pump received with minor scratched display window. (B)(4).

Event description:
A customer reported via phone call that they had issues with the keypad on their insulin pump. The patient's blood glucose level was as low as 30 mg/dl. The customer did not mention any form of treatment for their blood glucose levels. The customer's blood glucose level was at 112 mg/dl during the time of the call. The customer stated that the buttons are hard to press. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.